Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2106040. Medical device expiration date: 31may2026. Device manufacture date: 24may2021. Medical device lot #: 2111037. Medical device expiration date: 31oct2026. Device manufacture date:26oct2021.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident 2: syringe was placed on the table filled while waiting for a syringe pump to be available. When the syringe pump is available, the syringe is empty and a pool of fluid is on the floor. So syringe had not yet been switched on to patient. Unused samples present: not known because packaging is no longer in our possession from the used syringe. The following lot numbers were present at the department 2106040 and 2111037. Yesterday we also had an incident with the same therapy where we first assumed that the incident was due to a possible defect at the level of the perfusion pump. I have had the log of this pump read, as well as that of another pump that was in use on the same day with the same therapy, and we find that in both cases a different volume is displayed than should be in the syringe at that time. The constant in the 3 cases are the 50 cc bd syringes.

Manufacturer narrative:
The following are suspected lots: d4: medical device lot #: 2111037; d4: medical device expiration date: 10-oct-2026; h4: device manufacture date: 03-dec-2021. D4: medical device lot #: 2106040; d4: medical device expiration date: 31-may-2026; h4: device manufacture date: 02-jul-2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-aug-2022. H6: investigation summary two samples of unknown lots were provided to our quality team for investigation. Through visual inspection, no damage or molding defects were observed. A device history review was performed for the suspected lots 2106040 and 2111037, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of each lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and all product met required specification. Based on our investigation, we cannot identify a definitive root cause at this time. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident 2: syringe was placed on the table filled while waiting for a syringe pump to be available. When the syringe pump is available, the syringe is empty and a pool of fluid is on the floor. So syringe had not yet been switched on to patient. Unused samples present: not known because packaging is no longer in our possession from the used syringe. The following lot numbers were present at the department 2106040 and 2111037. Yesterday we also had an incident with the same therapy where we first assumed that the incident was due to a possible defect at the level of the perfusion pump. I have had the log of this pump read, as well as that of another pump that was in use on the same day with the same therapy, and we find that in both cases a different volume is displayed than should be in the syringe at that time. The constant in the 3 cases are the 50 cc bd syringes.